Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. Initial product condition/visual examination: on (B)(6) 2016, it was reported that "the graft taken was too thin on setting #12; the device was reprocessed and tested again on setting #14 and still too thin." As of (B)(6) 2016, the complaint follow up action item was in the open phase awaiting a response from the customer regarding clinical information. The customer returned the air dermatome device, serial number (B)(4), for evaluation. The customer also returned a hose and 1¿/2¿/3¿/4¿ width plates, for evaluation. Initial qa inspection of the air dermatome on august 16, 2016 2016 revealed it did not appear to have any cosmetic damage to the head and neck of the hand piece. The thickness lever was secured as intended. The swivel rotates 360 degrees, has 2 engagement pins and has a swivel o-ring. The master blade was flush with the control bar. The safety switch operated as intended. The device was tested under the stroboscope with the qa test hose and the motor operated within motor speed specifications. The device was tested with the customer¿s hose and operated within motor speed specifications. The customer hose, screwdriver, and width plates did not exhibit any damage or wear that would implicate the device not operating as intended. A follow up medwatch will be submitted once the investigation is complete and a root cause has been established.

Event description:
It was initially reported that the graft taken was too thin on setting #12. The device was reprocessed and tested again on setting #14 and still too thin. Initial information provided on (B)(6) stated that the event timing was prior to surgery with no extension in surgery time or harm, injury or adverse event to patient. Additional information was received on august 29, 2016 stated that the event timing was corrected to during surgery with no extension in surgery time. There was harm or injury to the patient/operator and there was impact to the graft harvest. Surgery was completed with an alternate device.

Manufacturer narrative:
(B)(6). This follow-up report is being submitted to relay additional information. The customer returned an air dermatome device for evaluation. The customer also returned a hose and 1¿/2¿/3¿/4¿ width plates, for evaluation. Zimmer biomet surgical has previously repaired/evaluated the air dermatome one time. The last repair was (B)(6) 2016 where it was reported that the device was noisy when connected to air and the ball detent, thickness lever, reciprocating arm, bearings, seal and retaining ring, motor, poppet assembly, and o-ring were replaced. This is not a related issue. The air dermatome was manufactured on may 7, 2014, and is over 2 years old at the time this complaint was generated. The previous repair report was reviewed and noted no related non-conformances, requests for deviation (rfd) or any other issues with the repair. The previous repair report review found no issues with the device after repair and all verifications, inspections and tests were successfully completed. The air dermatome was not repaired by zimmer biomet, the device was scrapped out. The reported event was non-verifiable as the calibration specifications were not checked as the device was not being repaired or returned to the customer. Based on the information that was provided the root cause of the reported event could not be specifically determined. The IFU states to ¿set control lever adjustment knob pointer to desired graft thickness. Factory calibrations indicate 0.002 in. (0.050mm). Do not insert any instrument between the blade and the control lever as this may damage or knick the blade causing a poor cut. Further, it may compromise the calibration of the instrument."

Manufacturer narrative:
The complaint is being reported by zimmer biomet as (B)(4). This follow-up report is being filed to relay additional information, which was unknown at the time of the initial and first follow-up medwatches.